Event description:
The following information was reported to kci by the nurse: on (B)(6) 2012, v.a.c. Therapy was initiated. On (B)(6) 2012, the patient was diagnosed with a wound infection. The physician performed sharp debridement of the wound and placed the patient on oral antibiotics. The patient had a woundculture that was (B)(6). The patient remained on v.a.c. Therapy. On (B)(6) 2012, the patient was reported as doing well and the wound was progrressing.

Manufacturer narrative:
On (B)(6) 2012, the device passed quality control (qc) checks and met specifications. On (B)(6) 2012, the device passed qc checks and met specifications. Device labeling, available in print and online, states: as with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge, or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/orthostatic hypotension, or erythroderma. If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c. Therapy should be discontinued.